Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a scheduled transmission from the implantable cardiac monitor that was never received. A month's worth of data was lost. The patient was in unstable condition.